Event description:
Customer reported that he obtained results of 79mg/dl, 162mg/dl, 201mg/dl, and 191mg/dl on the same device within 2 mins. No action was taken based on the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent